Event description:
It has been reported that the customer was hospitalized with high blood glucose levels. The customer stated that he had changed his infusion set the same day as the event. Troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.